Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. Also, insulin pump was received with moisture damage on the motor, battery tube, keypad assembly, and vibrator assembly. Unable to perform the displacement test or verify unresponsive buttons/keypad due to blank display. The insulin pump received with cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer went into the water while wearing the insulin pump, buttons were not responsive after inserting new batteries, then the display went blank. Customer's blood glucose was 23 mmol/l. Customer treated his high blood glucose with insulin injection. Customer's blood glucose went down to 7 mmol/l, then up to 18 mmol/l. Customer reported there was fluid under the display. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.